Event description:
Sales representative reports one intermate lv 100 system in which the bladder ruptured before use. Follow up with the reporter indicates that the device ruptured just prior to patient use. The contents of the device are unknown. Reporter states there was no injury to the patient or healthcare professional.